Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined with the information provided. Calibration data was within expected ranges. No flags were generated when the issue occured. The instrument was found to be working within specification.

Event description:
The customer alleged they received a questionable total prostate- specific antigen (tpsa) result for one patient on their e411 analyzer. The patient's initial tpsa result was 0.036 ng/ml and it was reported outside the laboratory. The doctor called because this patient always ran around 4 ng/ml and the customer repeated the sample on the same analyzer. The repeat tpsa result was 4.65 ng/ml accompanied by a data flag. There were no treatment changes for the patient and there were no adverse events. The tpsa reagent lot number was 17562601 and the expiration date was 03/31/2015. The field service representative could not determine the cause of this event. He checked the s/r and sipper probe alignments. He checked the s/r tubing and sipper tubing. Assay performance testing for all parameters passed. Instrument testing was performed and all checks were now in accordance with specifications.